Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was not impacted. The customer declined to go through the load process with the same cartridge or a new cartridge.